Manufacturer narrative:
(B)(4). The device was not returned. Review of the device history records for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the needle did not capture the suture. Two additional proglides were used with the same results. Hemostasis was achieved using another proglide device. There was no adverse patient sequela. Though requested, no additional information was provided.